Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the visera pro video system center had exhibited no image due to faulty scope socket. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it was confirmed that video connector terminal pin was bent, and foreign material adhered to the video connector terminal. Therefore, it is presumed that due to bent video connector terminal pin and adhesion of foreign material to the video connector terminal, electrical communication could not be conducted properly and caused phenomenon [no image]. Olympus will continue to monitor field performance for this device